Event description:
It is reported that two endeavor resolute drug-eluting were used to treat a lesion in the lad. The lesion was 95% stenosed, calcified and tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated twice but up to 12 atms but the devices were unable to cross the lesion due to the calcification. No resistance was encountered at the lesion site. The procedure was not completed. There was no patient complications reported. Device evaluation: the distal tip was flared. A number of struts on the 5th, 6th and 7th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (failure to deliver and stent deformation). Patients condition affected effectiveness of device (95% stenosed, calcified and tortuous). Deformation problem (stent). Conclusion results: known inherent risk (failure to deliver and stent deformation). Device failure/lack of effectiveness related to patient condition (95% stenosed, calcified and tortuous). (B)(4).